Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the reload blocked and did not fire when stapling the stomach. The surgeon had to convert to laparotomy to cut the tabs of the reinforcement. The surgical incision was extended for more than 1 inch and surgical time was extended for 30 minutes or more. Used a standard handle with reloads without reinforcement to resolve the issue.